Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Set ex5b r1 was returned from a hospital and inspected per inspection requirements (reference depuy inspection requirements procedure (B)(4)) at the (B)(4). During inspection of the torque driver in the facility it was found that the torque wrench was below specification.

Manufacturer narrative:
(B)(4). One (1) torque wrench handle was returned for evaluation. Visual examination of the torque wrench revealed minor wear. Torque test was conducted on the wrench according to tm-100331 rev 11. The wrench was tested 6 times each at 60 in-lb, 80 in-lb and 100 in-lb setting. It was found that the wrench is torquing with in specification at both 60 in-lb and 80 in-lb positions, while 5 readings were way below that lsl of 90 at 100 in-lb positions. The wrench was found out of specification. DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause cannot be positively determined, however, a non-conformance under nr-0052204 has been opened to investigate the reported issue. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.